Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported while using a ncircle tipless stone extractor to remove kidney stones in a ureteroscopy, the basket would not close. It appeared the device handle was jammed. An alternative device was used to complete the procedure as intended. There were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned devices was conducted. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was also performed. Two devices were returned for investigation. Device a: the device was returned with the handle and basket formation in the open positions. The collet knob is loose. A visual examination noted the collet knob has 4 threads showing, indicating that the collet knob has been removed and replaced on the device. The male luer lock adaptor (mlla) is finger tight. The polyethylene terephthalate tubing (pett) is not in the handle and was not returned. There are 3 cm of coil exposed at the distal tip of the basket sheath. A severe kink is noted in the basket sheath 65 cm from the distal tip. The collet knob was found to have glue all over it. The collet is not in the handle and was not returned. The support sheath and basket sheath are still adhered. The basket formation can be manually actuated. Device b: the device was returned with the handle in open position. The basket formation was partially open. The collet knob is tight and secure. The mlla is tight. The pett measures 2.5 cm in length. A visual examination of the basket sheath noted a kink 86 cm from the distal tip. The support sheath is bowed in appearance. A functional test determined the handle does not actuate the basket formation. The handle was disassembled. The support sheath and basket sheath are still adhered. The cannulated handle is bent approximately 1 cm from the junction. The cannulated handle measures 15 cm in length, it was noted that 4 cm of the cannulated handle appears to be unfinished. A review of the device history record found there were no non-conformances related to the reported failure. A review of complaint history for this device lot revealed this complaint is the only one associated with lot number 8529146. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. Investigation of the returned devices found the baskets were not functional. There was damage to the sheaths of both devices. A review of relevant manufacturing documents was conducted. It was concluded that the device aspects in question were visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.